Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-00766. All information can be found under manufacturer report number 1416980-2025-00766. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized one day prior to the peritonitis diagnosis. The same day as event onset, the patient was treated with meropenem injection (125mg, three times a day, intraperitoneal, ongoing), ciprofloxacin tablet (250mg twice a day, oral, ongoing) and fluconazole tablet (150mg daily, oral, ongoing) for peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. The patient was discharged three days after hospital admission. At the time of this report, the patient was recovered from the peritonitis.. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.